Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The smartpass feature had programmed itself off due to low intrinsic amplitudes. Also, the high energy shock impedance was out-of-range. The sensing vector at the time of the shocks was set to the secondary sensing vector. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.